Event description:
Perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosis of the superficial femoral artery. This required emergency vascular surgery for arterial reconstruction, thrombectomy and limb salvage followed by ICU admission and inpatient hospitalization. The pt subsequently developed deep venous thrombosis necessitating long term anticoagulation with coumadin.